Event description:
It was reported that in (B)(6) 2010, the conductor link had begun to extrude, so a flap revision surgery was completed. No entry into the middle ear space was made. In (B)(6) 2012, information was received that the pt was no longer receiving any benefit from the implant. Further information obtained on (B)(6) 2012, revealed that pt has undergone a number of middle ear revision surgeries to the implant ear, of which med-el was not informed. During a surgery on (B)(6) 2012, a revision of the mastoidectomy cartilage tunnel to cover device was carried out. The surgeon reported that he cut through the copper wire which was apparently extending slightly from the silastic covering of the conductor link. According to the surgeon, the pt had undergone surgery several times for extruding wires. The pt has had infection occasionally which has been controlled with drops fairly well. As per the surgeon, a better coverage of the mastoid bowl should have been provided before implantation. The pt's residual hearing was preserved but there was no reported benefit from the device post-surgery. Med-el was not informed prior to the surgery.

Manufacturer narrative:
The device has not been explanted yet. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.